Event description:
It was reported that patient was admitted to hospital via emergency department (ed) for complaints of chest pain and dizziness, troponin slightly elevated above baseline, electrocardiogram (EKG) with new left bundle branch block (lbbb) and wide complex tachycardia that was likely due to a suction event on their left ventricular assist device (lvad) from dehydration. Upon device interrogation, pump stop associated with a driveline disconnect (while in ed) were noted. Log files captured numerous pulsatility index (pi) events on 08apr2024. The log file confirmed a driveline disconnect caused the pump stop. There were no other unusual events recorded in the log file event history. This event was already reported under pump, manufacturer report number 2916596-2024-02391.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed via the submitted log file. The system controller was not returned for analysis; however, a log file was submitted for review and data spanning approximately 4 days was reviewed ((B)(6) 2024 at 10:19:52 ¿ (B)(6) 2024 at 15:34:10, per the timestamps). On (B)(6) 2024 at 22:21:46, the pump stopped due to the driveline being briefly disconnected. This event was associated with low flow hazard, low speed hazard, and driveline disconnected alarms. After the driveline was reconnected, the pump ramped up to the fixed speed and resumed operation for the remainder of the file without issue. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed while the driveline was connected. Multiple good faith efforts were sent to retrieve additional information regarding the serial number of the system controller and why the driveline was disconnected; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records for the system controller were unable to be reviewed due to the serial number information not being provided. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook (rev. C) section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ the patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.